Event description:
It was reported that the patient was having issues that started right before thanksgiving. It was noted that the patient tended to fall a lot, so she did not know if she fell right around the time she started having shocking sensation down her leg and in her lower back. It was noted that they did x-rays and nothing seemed out of place and it was not positional. It was noted that the impedances for 1 were around 2,000 and that 3 and 4 were around the 600¿s. It was noted that the first program the patient had a guarded cathode at number 2 and it was great in her legs. It was noted that the second program was a guarded cathode and when she raised it to 7-10.5 volts the patient felt tingling at the battery site. It was noted that the stimulation did not spread on this program. It was noted that program 3 was being felt in the abdomen. It was noted that those were the programs that had worked well for the patient. It was noted that the reporter had tried to reprogram the patient but the patient was not getting great relief. It was noted that the patient was not getting coverage in her back. Additional information received reported that no other diagnostic were done. It was noted that the doctor was unable to come to a conclusion about the cause of the issue or malfunction. It was noted that the doctor planned to revise the system when the patient made a decision if and when to proceed with the revision and or possible system replacement. It was noted that the patient requested that the system remained off for the time being due to unpleasant stimulation.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3487a, lot# l32049, implanted: 1993 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(4).